Manufacturer narrative:
(B)(4). A photo of the device was received and an evaluation was performed to investigate the reported event. Visual inspection verified the reported issue, as hair was seen on the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a manufacturing issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of hair was observed inside a minicap pouch. This was noticed before use. There was no patient involvement. No additional information is available.